Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 09-aug-2017. The most recent information was received on 26-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel, cobalt, chrome allergy with strong infiltration of teguments / potential allergy to nickel"), anal abscess ("pain in perineum, spontaneously excavated abscess on the anal margin") and rectal haemorrhage ("rectorrhagia, worsening in jul-2014") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, depressive reaction (with anxiety due to family conflict) in 2006, laryngeal disorder (due to family conflict) in 2006, otitis externa (with eczema) on 5-jan-2009, cervical radiculopathy in 2007, rectorrhagia in 2005, flu-like symptoms (during fourth pregnancy), family stress in 2006, chest discomfort (due to family conflict) in 2006, multigravida, depression, tobacco user and asthma in january 2017. Mirena iud removed after patient asked for fourth pregnancy. Before essure insertion patient in good health, not followed for any disorder. Moderate mucous hypertrophy at end of periods discovered during essure insertion. Previously administered products included for contraception: sertalia iud, mirena iud and minidril; for an unreported indication: spasfon, doliprane 1000mg, clamoxyl 1g, speciafoldine 0,4mg, lutenyl 5mg, antibjo synalar sol aurlc 10ml, nicorette 2mg and xanax 0.5 mg. Concurrent conditions included obesity (bmi 30.4), nickel sensitivity (discovered during fourth pregnancy, signs of contact to costume jewellery before) since 24-oct-2009 and retroverted uterus. In 2010, the patient experienced coital bleeding ("postcoital menorrhagia, bleeding after sexual intercourse"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced lymphadenopathy ("swollen lymph nodes (adenopathy)"), arthralgia ("recent diffuse joint pain, multiple joint pain"), bone pain ("diffuse bone pain"), nervous system disorder ("neurological disturbances"), the first episode of paraesthesia ("paraesthesia of the extremities") and the first episode of fatigue ("fatigue"), 4 months 5 days after insertion of essure. On (B)(6) 2011, the patient experienced asthenia ("asthenia, major asthenia since 2013"), cough ("cough"), lacrimation increased ("teary eyes"), decreased appetite ("reduced appetite") and ocular hyperaemia ("mild diffuse redness of eyes"). In february 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with eczema and rash, lasting 1 day. On 21-feb-2011, the patient experienced cyst ("cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect"). On (B)(6) 2012, the patient experienced the first episode of viral upper respiratory tract infection ("viral infection in ent sphere") with nasal congestion. On (B)(6) 2013, the patient experienced the second episode of viral upper respiratory tract infection ("viral infection in ent sphere") with myalgia and cough. On (B)(6) 2013, the patient experienced anal abscess (seriousness criterion hospitalization) with perineal pain. On (B)(6) 2014, the patient experienced metrorrhagia ("metrorrhagia"). In 2014, the patient experienced rectal haemorrhage (seriousness criterion hospitalization), diarrhoea ("chronic diarrhoea, 5 or 6 episodes a day"), menometrorrhagia ("menometrorrhagia (sometimes there was blood clots)") and dysmenorrhoea ("painful periods") and was found to have weight decreased ("weight loss of 9 kg in a few months"). In august 2015, the patient experienced tongue disorder ("bump on the tongue, grown in past month"). In october 2015, the patient experienced cervical radiculopathy ("cervical and arm nerve pain"), neuralgia ("cervical and arm nerve pain"), muscular weakness ("pain in left arm with muscular weakness"), the second episode of paraesthesia ("pain in left arm with muscle weakness and pins and needles in the fingers, paraesthesia in extremities"), musculoskeletal pain ("pain in shoulder girdle and cervical-occipital junction") and pain in extremity ("pain in her left arm, exclusively diurnal, worsens on effort of carrying weight"). On (B)(6) 2015, the patient experienced pharyngitis ("inflammatory pharyngitis with post-nasal drip") with dysphonia, cough and upper-airway cough syndrome. On (B)(6) 2016, the patient experienced asthma ("asthmatic bronchitis"). In 2016, the patient experienced hot flush ("hot flushes"), hyperhidrosis ("sweating") and menstruation delayed ("delayed menstruation"). On (B)(6) 2016, the patient experienced the second episode of fatigue ("major fatigue"), headache ("headaches"), dry skin ("dry skin") and somnolence ("often feels bleary"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), dyspareunia ("major non-positional dyspareunia"), pelvic pain ("pelvic pain"), chronic sinusitis ("chronic sinusitis"), amnesia ("memory disturbances, loss"), gastrointestinal motility disorder ("transit disorders"), intervertebral disc degeneration ("mild incipient degenerative injury at c5-c6") and back pain ("joint pain - lumbar") and was found to have uterine leiomyoma ("uterine fibroids") with uterine enlargement. The patient was hospitalized on (B)(6) 2013 and then on (B)(6) 2014. The patient was treated with acetylcholine, alpha-amylase swine pancreas (maxilase), anesthetics, general, beclometasone dipropionate (qvar), betamethasone, cetalkonium chloride;choline salicylate (pansoral), colosan (normacol [rhamnus frangula,sterculia urens]), derinox [naphazoline nitrate,prednisolone], desloratadine (aerius), herbal preparation, ibuprofen (ibuprofen almus), ibuprofen (ibuprofen arrow), minerals nos;vitamins nos (supradyn), naproxen sodium, omeprazole, paracetamol, paracetamol (doliprane), salbutamol (ventoline), spasfon, tranexamic acid, physical therapy (treatment by osteopath) and surgery (abscess debridement on (B)(6) 2013 and essure removal: bilateral salpingectomy, total hysterectomy on (B)(6) 2017, ovary conservation). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dysmenorrhoea and back pain outcome was unknown, the anal abscess, rectal haemorrhage, coital bleeding, lymphadenopathy, asthenia, cough, lacrimation increased, decreased appetite, ocular hyperaemia, arthralgia, bone pain, nervous system disorder, cyst, the last episode of viral upper respiratory tract infection, metrorrhagia, weight decreased, diarrhoea, tongue disorder, cervical radiculopathy, neuralgia, muscular weakness, musculoskeletal pain, pain in extremity, pharyngitis, asthma, hot flush, hyperhidrosis, menstruation delayed, the last episode of fatigue, headache, dry skin, somnolence, adenomyosis, uterine leiomyoma, menometrorrhagia, dyspareunia, pelvic pain, amnesia, gastrointestinal motility disorder and intervertebral disc degeneration had resolved and the last episode of paraesthesia and chronic sinusitis had not resolved. The reporter considered adenomyosis, allergy to metals, amnesia, anal abscess, arthralgia, asthenia, asthma, back pain, bone pain, cervical radiculopathy, chronic sinusitis, coital bleeding, cough, cyst, decreased appetite, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, headache, hot flush, hyperhidrosis, intervertebral disc degeneration, lacrimation increased, lymphadenopathy, menometrorrhagia, menstruation delayed, metrorrhagia, muscular weakness, musculoskeletal pain, nervous system disorder, neuralgia, ocular hyperaemia, pain in extremity, pelvic pain, pharyngitis, rectal haemorrhage, somnolence, tongue disorder, uterine leiomyoma, weight decreased, the first episode of fatigue, the first episode of paraesthesia, the first episode of viral upper respiratory tract infection, the second episode of fatigue, the second episode of paraesthesia and the second episode of viral upper respiratory tract infection to be related to essure. The reporter commented: symptoms started within a few months after essure placement. For 6 years, the disorders were medically observed, none of the numerous investigations led to discovery of true etiology. Numerous treatments were prescribed and taken. Nickel allergy was positive during test during fourth pregnancy of patient one year before essure placement, but no precautions were taken by gynecologist who implanted essure. Subsequently patient experienced the unexplained symptoms. In jan-2017, allergy test again came back positive for nickel, and positive for chrome and cobalt twwo components of the essure inserts diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Blood test - on an unknown date: assessment: normal results: before essure insertion: all normal. X-ray - on 28-dec-2010: results: both essure inserts in place; on 04-may-2017: confirmed the removal. Hysteroscopy - on 27-sep-2010 during insertion of implants: it was noticed that patient had moderate mucous hypertrophy at end of periods (nos) x-ray of axilla - on 21-feb-2011: cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect cytology examination as prescribed - on 22-jan-2014 (no results) colonoscopy, total - on 28-jul-2014 due to chronic diarrhea and rectorrhagia: total colonoscopy and ileoscopy normal. No particular abnormality explaining rectorrhagia and disturbance of bowel motility spinal x-ray - on 28-nov-2015: mild incipient degenerative injury at c5-c6 with no significant disturbances of vertebral posture or obvious sequelae cervical MRI - on 16-dec-2015 due to cervicobrachial neuralgia with hypoaesthesia in left upper limb with no motor deficit: no abnormalities found cervical smear test - on 8-jan-2016: sample contained intermediate and superficial malpighian cells. The basal layer is inflammatory pelvic ultrasound - on 1-dec-2016: intrauterine microcysts, possibly suggesting adenomyosis allergy tests during 4th pregnancy (oct-2009) and again at specialist - on 16-jan-2017: patch test positive for nickel allergy (2 crosses) with marked infiltration of teguments, positive to cobalt and chrome. Chest x-ray - on 20-jan-2017 due to persistent cough (no results provided) gynecological examination - on 14-feb-2017: cervix enlarged, bleeds easily on contact, uterus retroverted, quite mobile, painful on mobilisation: need of surgical management in part due to phenomena of suspected intolerance to essure inserts and the problem of menorrhagia. Pathology report - on 18-apr-2017 (after total hysterectomy , salpingectomy): only adenomyosis found plain film of abdomen - on 4-may-2017: complete removal of essure inserts further company follow-up with the physician or lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-feb-2019: information from attorney via legal department: x-ray confirmed that essure were removed and the patient related all her symptoms to essure especially because of chronology. The events painful periods and joint pain - lumbar were also reported. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel, cobalt, chrome allergy with strong infiltration of teguments / potential allergy to nickel"), anal abscess ("pain in perineum, spontaneously excavated abscess on the anal margin") and rectal haemorrhage ("rectorrhagia, worsening in (B)(6) 2014") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, depressive reaction (with anxiety due to family conflict) in 2006, laryngeal disorder (due to family conflict) in 2006, otitis externa (with eczema) on (B)(6) 2009, cervical radiculopathy in 2007, rectorrhagia in 2005, flu-like symptoms (during fourth pregnancy), family stress in 2006, chest discomfort (due to family conflict) in 2006, multigravida, depression, tobacco user (10 to 15 cigarettes per day) from 2010 to 2018, asthma in january 2017 and contact eczema. Mirena iud removed after patient asked for fourth pregnancy. Before essure insertion patient in good health, not followed for any disorder. Moderate mucous hypertrophy at end of periods discovered during essure insertion. Previously administered products included for contraception: sertalia iud in 2015, minidril and mirena iud; for an unreported indication: clamoxyl 1g, doliprane 1000mg, spasfon, speciafoldine 0,4mg, nicorette 2mg, lutenyl 5mg, antibjo synalar sol aurlc 10ml, xanax 0.5 mg, betadine (povidone-iodine ) and paroxetine. Past adverse reactions to the above products included urticaria with betadine (povidone-iodine ). Concurrent conditions included obesity (bmi 30.4), nickel sensitivity (discovered during fourth pregnancy, signs of contact to costume jewellery before) since (B)(6) 2009 and retroverted uterus. Family history included contact eczema, seasonal rhinitis and mite allergy. Concomitant products included phloroglucinol;trimethylphloroglucinol (spasfon). In 2010, the patient experienced coital bleeding ("postcoital menorrhagia, bleeding after sexual intercourse"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced lymphadenopathy ("swollen lymph nodes (adenopathy)"), the first episode of arthralgia ("recent diffuse joint pain, multiple joint pain (lumbar, knees, hips, arms, wrists, elbows, shoulders)"), bone pain ("diffuse bone pain (lumbar, knees, hips, arms, wrists, elbows, shoulders)"), nervous system disorder ("neurological disturbances"), the first episode of paraesthesia ("paraesthesia of the extremities"), the first episode of fatigue ("fatigue") and amnesia ("memory disturbances, loss"), 4 months 5 days after insertion of essure. On (B)(6) 2011, the patient experienced asthenia ("asthenia, major asthenia since 2013"), cough ("cough"), lacrimation increased ("teary eyes"), decreased appetite ("reduced appetite") and ocular hyperaemia ("mild diffuse redness of eyes"). In (B)(6) 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with eczema and rash, lasting 1 day. On (B)(6) 2011, the patient experienced cyst ("cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect"). On (B)(6) 2012, the patient experienced the first episode of viral upper respiratory tract infection ("viral infection in ent sphere") with nasal congestion. On (B)(6) 2013, the patient experienced the second episode of viral upper respiratory tract infection ("viral infection in ent sphere") with myalgia and cough. On (B)(6) 2013, the patient experienced anal abscess (seriousness criterion hospitalization) with perineal pain. On (B)(6) 2014, the patient experienced metrorrhagia ("metrorrhagia"). In 2014, the patient experienced rectal haemorrhage (seriousness criterion hospitalization), diarrhoea ("chronic diarrhoea, 5 or 6 episodes a day"), menometrorrhagia ("menometrorrhagia (sometimes there was blood clots), abundant, irregular and longer periods") and dysmenorrhoea ("painful periods") and was found to have weight decreased ("weight loss of 9 kg in a few months"). In (B)(6) 2015, the patient experienced tongue disorder ("bump on the tongue, grown in past month"). In (B)(6) 2015, the patient experienced cervical radiculopathy ("cervical and arm nerve pain"), neuralgia ("cervical and arm nerve pain"), muscular weakness ("pain in left arm with muscular weakness"), the second episode of paraesthesia ("pain in left arm with muscle weakness and pins and needles in the fingers, paraesthesia in extremities"), musculoskeletal pain ("pain in shoulder girdle and cervical-occipital junction") and pain in extremity ("pain in her left arm, exclusively diurnal, worsens on effort of carrying weight"). On (B)(6) 2015, the patient experienced pharyngitis ("inflammatory pharyngitis with post-nasal drip") with dysphonia, cough and upper-airway cough syndrome. On (B)(6) 2016, the patient experienced asthma ("asthmatic bronchitis"). In 2016, the patient experienced hot flush ("hot flushes"), hyperhidrosis ("sweating") and menstruation delayed ("delayed menstruation"). On (B)(6) 2016, the patient experienced the second episode of fatigue ("major fatigue"), headache ("headaches"), dry skin ("dry skin") and somnolence ("often feels bleary"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), dyspareunia ("major non-positional dyspareunia"), pelvic pain ("pelvic pain"), chronic sinusitis ("chronic sinusitis"), gastrointestinal motility disorder ("transit disorders"), intervertebral disc degeneration ("mild incipient degenerative injury at c5-c6"), the second episode of lymphadenopathy and the second episode of arthralgia ("joint pain - lumbar") and was found to have uterine leiomyoma ("uterine fibroids") with uterine enlargement. The patient was hospitalized on (B)(6) 2013 and then on (B)(6) 2014. The patient was treated with acetylcholine, alpha-amylase swine pancreas (maxilase), anesthetics, general, beclometasone dipropionate (qvar), betamethasone, cetalkonium chloride;choline salicylate (pansoral), desloratadine (aerius), herbal preparation, ibuprofen (ibuprofen almus), ibuprofen (ibuprofen arrow), minerals nos;vitamins nos (supradyn), naphazoline nitrate;prednisolone (derinox), naproxen sodium, omeprazole, other drugs for functional gastrointestinal disorders, paracetamol (doliprane), paracetamol (efferalgan), rhamnus frangula;sterculia urens (normacol), salbutamol (ventoline), tranexamic acid, physical therapy (treatment by osteopath) and surgery (abscess debridement on (B)(6) 2013 and essure removal: bilateral salpingectomy, total hysterectomy on (B)(6) 2017, ovary conservation). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dysmenorrhoea, the last episode of lymphadenopathy and the last episode of arthralgia outcome was unknown, the anal abscess, rectal haemorrhage, coital bleeding, lymphadenopathy, asthenia, cough, lacrimation increased, decreased appetite, ocular hyperaemia, bone pain, nervous system disorder, cyst, the last episode of viral upper respiratory tract infection, metrorrhagia, weight decreased, diarrhoea, tongue disorder, cervical radiculopathy, neuralgia, muscular weakness, musculoskeletal pain, pain in extremity, pharyngitis, asthma, hot flush, hyperhidrosis, menstruation delayed, the last episode of fatigue, headache, dry skin, somnolence, adenomyosis, uterine leiomyoma, menometrorrhagia, dyspareunia, pelvic pain, amnesia, gastrointestinal motility disorder and intervertebral disc degeneration had resolved and the last episode of paraesthesia and chronic sinusitis had not resolved. The reporter considered adenomyosis, allergy to metals, amnesia, anal abscess, asthenia, asthma, bone pain, cervical radiculopathy, chronic sinusitis, coital bleeding, cough, cyst, decreased appetite, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, headache, hot flush, hyperhidrosis, intervertebral disc degeneration, lacrimation increased, lymphadenopathy, menometrorrhagia, menstruation delayed, metrorrhagia, muscular weakness, musculoskeletal pain, nervous system disorder, neuralgia, ocular hyperaemia, pain in extremity, pelvic pain, pharyngitis, rectal haemorrhage, somnolence, tongue disorder, uterine leiomyoma, weight decreased, the first episode of arthralgia, the first episode of fatigue, the first episode of paraesthesia, the first episode of viral upper respiratory tract infection, the second episode of arthralgia, the second episode of fatigue, the second episode of paraesthesia, the second episode of lymphadenopathy and the second episode of viral upper respiratory tract infection to be related to essure. The reporter commented: symptoms started within a few months after essure placement. For 6 years, the disorders were medically observed, none of the numerous investigations led to discovery of true etiology. Numerous treatments were prescribed and taken. Nickel allergy was positive during test during fourth pregnancy of patient one year before essure placement, but no precautions were taken by gynecologist who implanted essure. Subsequently patient experienced the unexplained symptoms. In (B)(6) 2017, allergy test again came back positive for nickel, and positive for chrome and cobalt twwo components of the essure inserts diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Blood test - on an unknown date: assessment: normal results: before essure insertion: all normal. X-ray - on (B)(6) 2010: results: both essure inserts in place; on (B)(6) 2017: confirmed the removal. Hysteroscopy - on (B)(6) 2010 during insertion of implants: it was noticed that patient had moderate mucous hypertrophy at end of periods (nos) x-ray of axilla - on (B)(6) 2011: cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect cytology examination as prescribed - on (B)(6) 2014 (no results) colonoscopy, total - on (B)(6) 2014 due to chronic diarrhea and rectorrhagia: total colonoscopy and ileoscopy normal. No particular abnormality explaining rectorrhagia and disturbance of bowel motility spinal x-ray - on (B)(6) 2015: mild incipient degenerative injury at c5-c6 with no significant disturbances of vertebral posture or obvious sequelae cervical MRI - on (B)(6) 2015 due to cervicobrachial neuralgia with hypoaesthesia in left upper limb with no motor deficit: no abnormalities found cervical smear test - on (B)(6) 2016: sample contained intermediate and superficial malpighian cells. The basal layer is inflammatory pelvic ultrasound - on (B)(6) 2016: intrauterine microcysts, possibly suggesting adenomyosis allergy tests during 4th pregnancy ((B)(6) 2009) and again at specialist - on (B)(6) 2017: patch test positive for nickel allergy (2 crosses) with marked infiltration of teguments, positive to cobalt and chrome. Chest x-ray - on (B)(6) 2017 due to persistent cough (no results provided) gynecological examination - on (B)(6) 2017: cervix enlarged, bleeds easily on contact, uterus retroverted, quite mobile, painful on mobilisation: need of surgical management in part due to phenomena of suspected intolerance to essure inserts and the problem of menorrhagia. Pathology report - on (B)(6) 2017 (after total hysterectomy , salpingectomy): only adenomyosis found plain film of abdomen - on (B)(6) 2017: complete removal of essure inserts further company follow-up with the physician or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow-up received from bayer legal department. Medical history was updated. Outcome of event fatigue was updated to recovered. Start date of event memory disturbances, loss was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 25-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel, cobalt, chrome allergy with strong infiltration of teguments"), anal abscess ("pain in perineum, spontaneously excavated abscess on the anal margin") and rectal haemorrhage ("rectorrhagia, worsening in (B)(6) 2014") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4, depressive reaction (with anxiety due to family conflict) in 2006, laryngeal disorder (due to family conflict) in 2006, otitis externa (with eczema) on (B)(6) 2009, cervical radiculopathy in 2007, rectorrhagia in 2005, flu-like symptoms (during fourth pregnancy), family stress in 2006, chest discomfort (due to family conflict) in 2006 and multigravida. Mirena iud removed after patient asked for fourth pregnancy. Before essure insertion patient in good health, not followed for any disorder. Moderate mucous hypertrophy at end of periods discovered during essure insertion. Previously administered products included for contraception: sertalia iud, mirena iud and minidril; for an unreported indication: spasfon on (B)(6) 2009, doliprane 1000mg on (B)(6) 2009, clamoxyl 1g on (B)(6) 2009, speciafoldine 0,4mg on (B)(6) 2009, lutenyl 5mg on (B)(6) 2009, antibjo synalar sol aurlc 10ml on (B)(6) 2009, nicorette 2mg on (B)(6) 2009 and xanax 0.5 mg in 2006. Concurrent conditions included obesity (bmi 30.4), nickel sensitivity (discovered during fourth pregnancy, signs of contact to costume jewellery before) since (B)(6) 2009 and retroverted uterus. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced coital bleeding ("postcoital menorrhagia, bleeding after sexual intercourse"). On (B)(6) 2011, 4 months 5 days after insertion of essure, the patient experienced lymphadenopathy ("swollen lymph nodes (adenopathy)"), arthralgia ("recent diffuse joint pain, multiple joint pain"), bone pain ("diffuse bone pain"), nervous system disorder ("neurological disturbances"), the first episode of paraesthesia ("paraesthesia of the extremities") and the first episode of fatigue ("fatigue"). On (B)(6) 2011, the patient experienced asthenia ("asthenia, major asthenia since 2013"), cough ("cough"), lacrimation increased ("teary eyes"), decreased appetite ("reduced appetite") and ocular hyperaemia ("mild diffuse redness of eyes"). On (B)(6) 2011, the patient experienced cyst ("cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect"). On (B)(6) 2012, the patient experienced the first episode of upper respiratory tract infection ("viral infection in ent sphere") with nasal congestion. On (B)(6) 2013, the patient experienced the second episode of upper respiratory tract infection ("viral infection in ent sphere") with myalgia and cough. On (B)(6) 2013, the patient experienced anal abscess (seriousness criterion hospitalization) with perineal pain. On (B)(6) 2014, the patient experienced metrorrhagia ("metrorrhagia"). In 2014, the patient experienced rectal haemorrhage (seriousness criterion hospitalization), weight decreased ("weight loss of 9 kg in a few months") and diarrhoea ("chronic diarrhoea, 5 or 6 episodes a day"). In (B)(6) 2015, the patient experienced tongue disorder ("bump on the tongue, grown in past month"). In (B)(6) 2015, the patient experienced cervical radiculopathy ("cervical and arm nerve pain"), neuralgia ("cervical and arm nerve pain"), muscular weakness ("pain in left arm with muscular weakness"), the second episode of paraesthesia ("pain in left arm with muscle weakness and pins and needles in the fingers, paraesthesia in extremities"), musculoskeletal pain ("pain in shoulder girdle and cervical-occipital junction") and pain in extremity ("pain in her left arm, exclusively diurnal, worsens on effort of carrying weight"). On (B)(6) 2015, the patient experienced pharyngitis ("inflammatory pharyngitis with post-nasal drip") with dysphonia, cough and upper-airway cough syndrome. On (B)(6) 2016, the patient experienced asthma ("asthmatic bronchitis"). In 2016, the patient experienced hot flush ("hot flushes"), hyperhidrosis ("sweating") and menstruation delayed ("delayed menstruation"). On (B)(6) 2016, the patient experienced the second episode of fatigue ("major fatigue"), headache ("headaches"), dry skin ("dry skin") and somnolence ("often feels bleary"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with eczema and rash. On an unknown date, the patient experienced adenomyosis ("adenomyosis"), uterine leiomyoma ("uterine fibroids") with uterine enlargement, menometrorrhagia ("menometrorrhagia"), dyspareunia ("major non-positional dyspareunia"), pelvic pain ("pelvic pain"), chronic sinusitis ("chronic sinusitis"), amnesia ("memory disturbances, loss"), gastrointestinal motility disorder ("transit disorders") and intervertebral disc degeneration ("mild incipient degenerative injury at c5-c6"). The patient was hospitalized on (B)(6) 2013 and then on (B)(6) 2014. The patient was treated with ibuprofen (ibuprofen arrow), ibuprofen (ibuprofen almus), paracetamol (efferalgan), derinox [naphazoline nitrate,prednisolone], amylase (maxilase), paracetamol (doliprane), tranexamic acid, colosan (normacol [rhamnus frangula,sterculia urens]), spasfon, naproxen sodium, omeprazole, beclometasone dipropionate (qvar), betamethasone dipropionate (diprosone), desloratadine (aerius), supradyn, anesthetics, general, pansoral, salbutamol (ventoline), acetylcholine, herbal preparation, surgery (essure removal: bilateral salpingectomy, total hysterectomy on (B)(6) 2017, ovary conservation), surgery (abscess debridement on (B)(6) 2013) and physical therapy (treatment by osteopath). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown, the anal abscess, rectal haemorrhage, coital bleeding, lymphadenopathy, asthenia, cough, lacrimation increased, decreased appetite, ocular hyperaemia, arthralgia, bone pain, nervous system disorder, cyst, the last episode of upper respiratory tract infection, metrorrhagia, weight decreased, diarrhoea, tongue disorder, cervical radiculopathy, neuralgia, muscular weakness, musculoskeletal pain, pain in extremity, pharyngitis, asthma, hot flush, hyperhidrosis, menstruation delayed, the last episode of fatigue, headache, dry skin, somnolence, adenomyosis, uterine leiomyoma, menometrorrhagia, dyspareunia, pelvic pain, amnesia, gastrointestinal motility disorder and intervertebral disc degeneration had resolved and the last episode of paraesthesia and chronic sinusitis had not resolved. The reporter considered adenomyosis, allergy to metals, amnesia, anal abscess, arthralgia, asthenia, asthma, bone pain, cervical radiculopathy, chronic sinusitis, coital bleeding, cough, cyst, decreased appetite, diarrhoea, dry skin, dyspareunia, gastrointestinal motility disorder, headache, hot flush, hyperhidrosis, intervertebral disc degeneration, lacrimation increased, lymphadenopathy, menometrorrhagia, menstruation delayed, metrorrhagia, muscular weakness, musculoskeletal pain, nervous system disorder, neuralgia, ocular hyperaemia, pain in extremity, pelvic pain, pharyngitis, rectal haemorrhage, somnolence, tongue disorder, uterine leiomyoma, weight decreased, the first episode of fatigue, the first episode of paraesthesia, the first episode of upper respiratory tract infection, the second episode of fatigue, the second episode of paraesthesia and the second episode of upper respiratory tract infection to be related to essure. The reporter commented: symptoms started within a few months after essure placement. For 6 years, the disorders were medically observed, none of the numerous investigations led to discovery of true etiology. Numerous treatments were prescribed and taken. Nickel allergy was positive during test during fourth pregnancy of patient one year before essure placement, but no precautions were taken by gynecologist who implanted essure. Subsequently patient experienced the unexplained symptoms. In (B)(6) 2017, allergy test again came back positive for nickel, and positive for chrome and cobalt twwo components of the essure inserts diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Blood test - on an unknown date: before essure insertion: all normal (normal) x-ray - on (B)(6) 2010: both essure inserts in place hysteroscopy - on (B)(6) 2010 during insertion of implants: it was noticed that patient had moderate mucous hypertrophy at end of periods (nos) x-ray - on (B)(6) 2010: both essure inserts in place x-ray of axilla - on (B)(6) 2011: cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect cytology examination as prescribed - on (B)(6) 2014 (no results). Colonoscopy, total - on (B)(6) 2014 due to chronic diarrhea and rectorrhagia: total colonoscopy and ileoscopy normal. No particular abnormality explaining rectorrhagia and disturbance of bowel motility spinal x-ray - on (B)(6) 2015: mild incipient degenerative injury at c5-c6 with no significant disturbances of vertebral posture or obvious sequelae cervical MRI - on (B)(6) 2015 due to cervicobrachial neuralgia with hypoaesthesia in left upper limb with no motor deficit: no abnormalities found cervical smear test - on (B)(6) 2016: sample contained intermediate and superficial malpighian cells. The basal layer is inflammatory pelvic ultrasound - on (B)(6) 2016: intrauterine microcysts, possibly suggesting adenomyosis allergy tests during 4th pregnancy ((B)(6) 2009) and again at specialist - on (B)(6) 2017: patch test positive for nickel allergy (2 crosses) with marked infiltration of teguments, positive to cobalt and chrome. Chest x-ray - on (B)(6) 2017 due to persistent cough (no results provided) gynecological examination - on (B)(6) 2017: cervix enlarged, bleeds easily on contact, uterus retroverted, quite mobile, painful on mobilisation: need of surgical management in part due to phenomena of suspected intolerance to essure inserts and the problem of menorrhagia. Pathology report - on (B)(6) 2017 (after total hysterectomy , salpingectomy): only adenomyosis found. Plain film of abdomen - on (B)(6) 2017: complete removal of essure inserts . The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals - analysis in the global safety database revealed 414 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the physician or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2018: duplicate company record 2018-067411/2951250-2018-01543 detected. All information was transferred to this case (2017-153454). Duplicate record# 2018-067411 will be deleted. Attorney reports received on 5-apr-2018, 18-apr-2018, 20-apr-2018 at duplicate. Newly reported for this case: medical history (only obesity reported previously in this record). New events were added (all events new in this case record except for prev. Reported amnesia, fatigue, nervous system disorder, paraesthesia, joint and bone pain (event term amended) that resolved after "essure removal"(event term now changed to "metal allergy", outcome of "chronic sinusitis" unknown). The newly reported symptoms also resolved after removal of essure, except for chronic sinusitis and a little paraesthesia in extremities. Treatment drugs and test results were added (none reported in this record previously). Events were considered related by the reporter. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1707461) on 09-aug-2017. The most recent information was received on 02-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel, cobalt, chrome allergy with strong infiltration of teguments / potential allergy to nickel'), anal abscess ('pain in perineum, spontaneously excavated abscess on the anal margin') and rectal haemorrhage ('rectorrhagia, worsening in (B)(6) 2014') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in (B)(6) 2017, tobacco user (10 to 15 cigarettes per day) from 2010 to 2018, otitis externa (with eczema) on (B)(6) 2009, cervical radiculopathy in 2007, shoulder pain in 2007, depressive reaction (with anxiety due to family conflict) in 2006, laryngeal disorder (due to family conflict) in 2006, family stress in 2006, chest discomfort (due to family conflict) in 2006, depression (during 6 months) in 2006, rectorrhagia in 2005, parity 4 (born on 1995, 1998, 2005 and 2010), flu-like symptoms (during fourth pregnancy), multigravida, contact eczema and irritable colon syndrome. Mirena iud removed after patient asked for fourth pregnancy. Before essure insertion patient in good health, not followed for any disorder. Moderate mucous hypertrophy at end of periods discovered during essure insertion. Previously administered products included for contraception: sertalia iud in 2015, mirena iud and minidril; for an unreported indication: doliprane 1000mg, spasfon, clamoxyl 1g, speciafoldine 0,4mg, antibjo synalar sol aurlc 10ml, lutenyl 5mg, nicorette 2mg, xanax 0.5 mg, paroxetine and betadine (povidone-iodine ). Past adverse reactions to the above products included urticaria with betadine (povidone-iodine ). Concurrent conditions included nickel sensitivity (discovered during fourth pregnancy, signs of contact to costume jewellery before) since (B)(6) 2009, obesity (bmi 30.4) and retroverted uterus. Family history included contact eczema, seasonal rhinitis and mite allergy. Concomitant products included phloroglucinol;trimethylphloroglucinol (spasfon). In 2010, the patient experienced coital bleeding ("postcoital menorrhagia, bleeding after sexual intercourse"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced lymphadenopathy ("swollen lymph nodes (adenopathy)/ left axilar adenopathy of kystic type"), painful joints ("recent diffuse joint pain, multiple joint pain (lumbar, knees, hips, arms, wrists, elbows, shoulders)/ several joint pain"), bone pain ("diffuse bone pain (lumbar, knees, hips, arms, wrists, elbows, shoulders)"), nervous system disorder ("neurological disturbances"), the first episode of paraesthesia ("paraesthesia of the extremities"), fatigue ("fatigue") and amnesia ("memory disturbances, loss"), 4 months 5 days after insertion of essure. On (B)(6) 2011, the patient experienced asthenia ("asthenia, major asthenia since 2013"), cough ("cough"), lacrimation increased ("teary eyes"), decreased appetite ("reduced appetite") and ocular hyperaemia ("mild diffuse redness of eyes"). In (B)(6) 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with eczema and rash, lasting 1 day. On (B)(6) 2011, the patient experienced cyst ("cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect"). On (B)(6) 2012, the patient experienced the first episode of viral upper respiratory tract infection ("viral infection in ent sphere") with nasal congestion. In 2013, the patient experienced rectal haemorrhage (seriousness criterion hospitalization). On (B)(6) 2013, the patient experienced the second episode of viral upper respiratory tract infection ("viral infection in ent sphere") with myalgia and cough. On (B)(6) 2013, the patient experienced anal abscess (seriousness criterion hospitalization) with perineal pain. On (B)(6) 2014, the patient experienced metrorrhagia ("metrorrhagia"). In 2014, the patient was found to have weight decreased ("weight loss of 9 kg in a few months") and experienced diarrhoea ("chronic diarrhoea, 5 or 6 episodes a day"), menometrorrhagia ("menometrorrhagia (sometimes there was blood clots), abundant, irregular and longer periods") and dysmenorrhoea ("painful periods"). In 2015, the patient experienced neuropathy peripheral ("left arm neurologic disorders"). In (B)(6) 2015, the patient experienced tongue disorder ("bump on the tongue, grown in past month"). In (B)(6) 2015, the patient experienced cervical radiculopathy ("cervical and arm nerve pain"), neuralgia ("cervical and arm nerve pain"), muscular weakness ("pain in left arm with muscular weakness"), the second episode of paraesthesia ("pain in left arm with muscle weakness and pins and needles in the fingers, paraesthesia in extremities"), musculoskeletal pain ("pain in shoulder girdle and cervical-occipital junction") and pain in extremity ("pain in her left arm, exclusively diurnal, worsens on effort of carrying weight"). On (B)(6) 2015, the patient experienced pharyngitis ("inflammatory pharyngitis with post-nasal drip") with dysphonia, cough and upper-airway cough syndrome. On (B)(6) 2016, the patient experienced asthma ("asthmatic bronchitis"). In 2016, the patient experienced hot flush ("hot flushes"), hyperhidrosis ("sweating"), menstruation delayed ("delayed menstruation") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced fatigue extreme ("major fatigue"), headache ("headaches"), dry skin ("dry skin") and somnolence ("often feels bleary"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), dyspareunia ("major non-positional dyspareunia"), pelvic pain ("pelvic pain"), chronic sinusitis ("chronic sinusitis"), gastrointestinal motility disorder ("transit disorders"), intervertebral disc degeneration ("mild incipient degenerative injury at c5-c6"), arthralgia lumbar ("joint pain - lumbar"), formication ("formication"), anxiety ("anxiety"), palpitations ("palpitation") and memory impairment ("memory disorders") and was found to have uterine leiomyoma ("uterine fibroids/ uterine fibroma") with uterine enlargement. The patient was hospitalized on (B)(6) 2013 and then on (B)(6) 2014. The patient was treated with acetylcholine, alpha-amylase swine pancreas (maxilase), anesthetics, general, beclometasone dipropionate (qvar), betamethasone, cetalkonium chloride;choline salicylate (pansoral), desloratadine (aerius), herbal preparation, ibuprofen (ibuprofen almus), ibuprofen (ibuprofen arrow), minerals nos;vitamins nos (supradyn), naphazoline nitrate;prednisolone (derinox), naproxen sodium, omeprazole, other drugs for functional gastrointestinal disorders, paracetamol (doliprane), paracetamol (efferalgan), rhamnus frangula;sterculia urens (normacol), salbutamol (ventoline), tranexamic acid, physical therapy (treatment by osteopath) and surgery (abscess debridement on (B)(6) 2013 and essure removal along with bilateral salpingectomy and total hysterectomy, ovary conservation). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dysmenorrhoea, arthralgia lumbar, neuropathy peripheral and menorrhagia outcome was unknown, the anal abscess, rectal haemorrhage, coital bleeding, lymphadenopathy, asthenia, cough, lacrimation increased, decreased appetite, ocular hyperaemia, painful joints, bone pain, nervous system disorder, fatigue, cyst, the last episode of viral upper respiratory tract infection, metrorrhagia, weight decreased, diarrhoea, tongue disorder, cervical radiculopathy, neuralgia, muscular weakness, musculoskeletal pain, pain in extremity, pharyngitis, asthma, hot flush, hyperhidrosis, menstruation delayed, fatigue extreme, headache, dry skin, somnolence, adenomyosis, uterine leiomyoma, menometrorrhagia, dyspareunia, pelvic pain, amnesia, gastrointestinal motility disorder, intervertebral disc degeneration, formication, anxiety, palpitations and memory impairment had resolved and the last episode of paraesthesia and chronic sinusitis had not resolved. The reporter considered adenomyosis, allergy to metals, amnesia, anal abscess, anxiety, asthenia, asthma, bone pain, cervical radiculopathy, chronic sinusitis, coital bleeding, cough, cyst, decreased appetite, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, formication, gastrointestinal motility disorder, headache, hot flush, hyperhidrosis, intervertebral disc degeneration, lacrimation increased, lymphadenopathy, memory impairment, menometrorrhagia, menorrhagia, menstruation delayed, metrorrhagia, muscular weakness, musculoskeletal pain, nervous system disorder, neuralgia, neuropathy peripheral, ocular hyperaemia, pain in extremity, painful joints, palpitations, pelvic pain, pharyngitis, rectal haemorrhage, somnolence, tongue disorder, uterine leiomyoma, weight decreased, the first episode of paraesthesia, the first episode of viral upper respiratory tract infection, arthralgia lumbar, fatigue extreme, the second episode of paraesthesia and the second episode of viral upper respiratory tract infection to be related to essure. The reporter commented: symptoms started within a few months after essure placement. For 6 years, the disorders were medically observed, none of the numerous investigations led to discovery of true etiology. Numerous treatments were prescribed and taken. Nickel allergy was positive during test during fourth pregnancy of patient one year before essure placement, but no precautions were taken by gynecologist who implanted essure. Subsequently patient experienced the unexplained symptoms. In (B)(6) 2017, allergy test again came back positive for nickel, and positive for chrome and cobalt twwo components of the essure inserts diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Blood test - on an unknown date: assessment: normal results: before essure insertion: all normal. X-ray - on (B)(6) 2010: results: both essure inserts in place; on (B)(6) 2017: confirmed the removal. Hysteroscopy - on (B)(6) 2010 during insertion of implants: it was noticed that patient had moderate mucous hypertrophy at end of periods (nos) x-ray of axilla - on (B)(6) 2011: cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect cytology examination as prescribed - on (B)(6) 2014 (no results) colonoscopy, total - on (B)(6) 2014 due to chronic diarrhea and rectorrhagia: total colonoscopy and ileoscopy normal. No particular abnormality explaining rectorrhagia and disturbance of bowel motility spinal x-ray - on (B)(6) 2015: mild incipient degenerative injury at c5-c6 with no significant disturbances of vertebral posture or obvious sequelae cervical MRI - on (B)(6) 2015 due to cervicobrachial neuralgia with hypoaesthesia in left upper limb with no motor deficit: no abnormalities found cervical smear test - on (B)(6) 2016: sample contained intermediate and superficial malpighian cells. The basal layer is inflammatory pelvic ultrasound - on (B)(6) 2016: intrauterine microcysts, possibly suggesting adenomyosis allergy tests during 4th pregnancy ((B)(6) 2009) and again at specialist - on (B)(6) 2017: patch test positive for nickel allergy (2 crosses) with marked infiltration of teguments, positive to cobalt and chrome. Chest x-ray - on (B)(6) 2017 due to persistent cough (no results provided) gynecological examination - on (B)(6) 2017: cervix enlarged, bleeds easily on contact, uterus retroverted, quite mobile, painful on mobilisation: need of surgical management in part due to phenomena of suspected intolerance to essure inserts and the problem of menorrhagia. Pathology report - on (B)(6) 2017 (after total hysterectomy , salpingectomy): only adenomyosis found plain film of abdomen - on (B)(6) 2017: complete removal of essure inserts . Further company follow-up with the physician or lawyer is not possible. Most recent follow-up information incorporated above includes: on 2-jul-2019: medical history (irritable colon syndrome and left shoulder pain on 2007); new adverse events (left arm neurologic disorders, menorrhagia, formication, anxiety, palpitation and memory disorders); previous reported event update (from swollen lymph nodes (adenopathy) to swollen lymph nodes (adenopathy)/ left axilar adenopathy); and onset date of event rectorrhagia update (2013). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 29-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel, cobalt, chrome allergy with strong infiltration of teguments / potential allergy to nickel'), anal abscess ('pain in perineum, spontaneously excavated abscess on the anal margin') and rectal haemorrhage ('rectorrhagia, worsening in (B)(6) 2014') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in (B)(6) 2017, tobacco user (10 to 15 cigarettes per day) from 2010 to 2018, otitis externa (with eczema) on (B)(6) 2009, cervical radiculopathy in 2007, shoulder pain in 2007, depressive reaction (with anxiety due to family conflict) in 2006, laryngeal disorder (due to family conflict) in 2006, family stress in 2006, chest discomfort (due to family conflict) in 2006, depression (during 6 months) in 2006, rectorrhagia in 2005, parity 4 (born in 1995, 1998, 2005 and 2010), flu-like symptoms (during fourth pregnancy), multigravida, contact eczema and irritable colon syndrome. Mirena iud removed after patient asked for fourth pregnancy. Before essure insertion patient in good health, not followed for any disorder. Moderate mucous hypertrophy at end of periods discovered during essure insertion. Previously administered products included for contraception: sertalia iud in 2015, minidril and mirena iud; for an unreported indication: doliprane 1000mg, spasfon, clamoxyl 1g, speciafoldine 0,4mg, nicorette 2mg, lutenyl 5mg, antibjo synalar sol aurlc 10ml, xanax 0.5 mg, betadine (povidone-iodine ), paroxetine and copper iud. Past adverse reactions to the above products included menometrorrhagia with copper iud; and urticaria with betadine (povidone-iodine ). Concurrent conditions included nickel sensitivity (discovered during fourth pregnancy, signs of contact to costume jewelery before) since (B)(6) 2009, obesity (bmi 30.4), retroverted uterus and alcohol use. Family history included contact eczema, seasonal rhinitis, mite allergy and kidney cancer. Concomitant products included phloroglucinol;trimethylphloroglucinol (spasfon). In 2010, the patient experienced coital bleeding ("postcoital menorrhagia, bleeding after sexual intercourse"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced lymphadenopathy ("swollen lymph nodes (adenopathy)/ left axilar adenopathy of kystic type"), painful joints ("recent diffuse joint pain, multiple joint pain (lumbar, knees, hips, arms, wrists, elbows, shoulders)/ several joint pain"), bone pain ("diffuse bone pain (lumbar, knees, hips, arms, wrists, elbows, shoulders)"), nervous system disorder ("neurological disturbances"), the first episode of paraesthesia ("paraesthesia of the extremities"), fatigue ("fatigue") and amnesia ("memory disturbances, loss"), 4 months 5 days after insertion of essure. On (B)(6) 2011, the patient experienced asthenia ("asthenia, major asthenia since 2013"), cough ("cough"), lacrimation increased ("teary eyes"), decreased appetite ("reduced appetite") and ocular hyperaemia ("mild diffuse redness of eyes"). In (B)(6) 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with eczema and rash, lasting 1 day. On (B)(6) 2011, the patient experienced cyst ("cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect"). On (B)(6) 2012, the patient experienced the first episode of viral upper respiratory tract infection ("viral infection in ent sphere") with nasal congestion. In 2013, the patient experienced rectal haemorrhage (seriousness criterion hospitalization). On (B)(6) 2013, the patient experienced the second episode of viral upper respiratory tract infection ("viral infection in ent sphere") with myalgia and cough. On (B)(6) 2013, the patient experienced anal abscess (seriousness criterion hospitalization) with perineal pain. On (B)(6) 2014, the patient experienced metrorrhagia ("metrorrhagia"). In 2014, the patient was found to have weight decreased ("weight loss of 9 kg in a few months") and experienced diarrhoea ("chronic diarrhoea, 5 or 6 episodes a day"), menometrorrhagia ("menometrorrhagia (sometimes there was blood clots), abundant, irregular and longer periods") and dysmenorrhoea ("painful periods"). In 2015, the patient experienced neuropathy peripheral ("left arm neurologic disorders"). In (B)(6) 2015, the patient experienced tongue disorder ("bump on the tongue, grown in past month"). In (B)(6) 2015, the patient experienced cervical radiculopathy ("cervical and arm nerve pain"), neuralgia ("cervical and arm nerve pain"), muscular weakness ("pain in left arm with muscular weakness"), the second episode of paraesthesia ("pain in left arm with muscle weakness and pins and needles in the fingers, paraesthesia in extremities"), musculoskeletal pain ("pain in shoulder girdle and cervical-occipital junction") and pain in extremity ("pain in her left arm, exclusively diurnal, worsens on effort of carrying weight"). On (B)(6) 2015, the patient experienced pharyngitis ("inflammatory pharyngitis with post-nasal drip") with dysphonia, cough and upper-airway cough syndrome. On (B)(6) 2016, the patient experienced asthma ("asthmatic bronchitis"). In 2016, the patient experienced hot flush ("hot flushes"), hyperhidrosis ("sweating"), menstruation delayed ("delayed menstruation") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced fatigue extreme ("major fatigue"), headache ("headaches"), dry skin ("dry skin") and somnolence ("often feels bleary"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient was found to have uterine leiomyoma ("uterine fibroids/ uterine fibroma") with uterine enlargement and experienced dyspareunia ("major non-positional dyspareunia"), pelvic pain ("pelvic pain"), chronic sinusitis ("chronic sinusitis"), gastrointestinal motility disorder ("transit disorders"), intervertebral disc degeneration ("mild incipient degenerative injury at c5-c6"), arthralgia lumbar ("joint pain - lumbar"), formication ("formication"), anxiety ("anxiety"), palpitations ("palpitation"), memory impairment ("memory disorders") and irritable bowel syndrome ("irritable colon syndrome"). The patient was hospitalized on (B)(6) 2013 and then on (B)(6) 2014. The patient was treated with acetylcholine, alpha-amylase swine pancreas (maxilase), anesthetics, general, beclometasone dipropionate (qvar), betamethasone, cetalkonium chloride;choline salicylate (pansoral), desloratadine (aerius), herbal preparation, ibuprofen (ibuprofen almus), ibuprofen (ibuprofen arrow), minerals nos;vitamins nos (supradyn), naphazoline nitrate;prednisolone (derinox), naproxen sodium, omeprazole, other drugs for functional gastrointestinal disorders, paracetamol (doliprane), paracetamol (efferalgan), rhamnus frangula;sterculia urens (normacol), salbutamol (ventoline), tranexamic acid, physical therapy (treatment by osteopath) and surgery (abscess debridement on (B)(6) 2013 and essure removal along with bilateral salpingectomy and total hysterectomy, ovary conservation). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dysmenorrhoea, arthralgia lumbar, neuropathy peripheral, menorrhagia and irritable bowel syndrome outcome was unknown, the anal abscess, rectal haemorrhage, coital bleeding, lymphadenopathy, asthenia, cough, lacrimation increased, decreased appetite, ocular hyperaemia, painful joints, bone pain, nervous system disorder, fatigue, cyst, the last episode of viral upper respiratory tract infection, metrorrhagia, weight decreased, diarrhoea, tongue disorder, cervical radiculopathy, neuralgia, muscular weakness, musculoskeletal pain, pain in extremity, pharyngitis, asthma, hot flush, hyperhidrosis, menstruation delayed, fatigue extreme, headache, dry skin, somnolence, adenomyosis, uterine leiomyoma, menometrorrhagia, dyspareunia, pelvic pain, amnesia, gastrointestinal motility disorder, intervertebral disc degeneration, formication, anxiety, palpitations and memory impairment had resolved and the last episode of paraesthesia and chronic sinusitis had not resolved. The reporter considered adenomyosis, allergy to metals, amnesia, anal abscess, anxiety, asthenia, asthma, bone pain, cervical radiculopathy, chronic sinusitis, coital bleeding, cough, cyst, decreased appetite, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, formication, gastrointestinal motility disorder, headache, hot flush, hyperhidrosis, intervertebral disc degeneration, irritable bowel syndrome, lacrimation increased, lymphadenopathy, memory impairment, menometrorrhagia, menorrhagia, menstruation delayed, metrorrhagia, muscular weakness, musculoskeletal pain, nervous system disorder, neuralgia, neuropathy peripheral, ocular hyperaemia, pain in extremity, painful joints, palpitations, pelvic pain, pharyngitis, rectal haemorrhage, somnolence, tongue disorder, uterine leiomyoma, weight decreased, the first episode of paraesthesia, the first episode of viral upper respiratory tract infection, arthralgia lumbar, fatigue extreme, the second episode of paraesthesia and the second episode of viral upper respiratory tract infection to be related to essure. The reporter commented: symptoms started within a few months after essure placement. For 6 years, the disorders were medically observed, none of the numerous investigations led to discovery of true etiology. Numerous treatments were prescribed and taken. Nickel allergy was positive during test during fourth pregnancy of patient one year before essure placement, but no precautions were taken by gynecologist who implanted essure. Subsequently patient experienced the unexplained symptoms. In (B)(6) 2017, allergy test again came back positive for nickel, and positive for chrome and cobalt two components of the essure inserts. After essure removal, the events stopped (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Blood test - on an unknown date: assessment: normal results: before essure insertion: all normal. X-ray - on (B)(6) 2010: results: both essure inserts in place; on (B)(6) 2017: confirmed the removal. Hysteroscopy - on (B)(6) 2010 during insertion of implants: it was noticed that patient had moderate mucous hypertrophy at end of periods (nos) x-ray of axilla - on (B)(6) 2011: cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect cytology examination as prescribed - on (B)(6) 2014 (no results) colonoscopy, total - on (B)(6) 2014 due to chronic diarrhea and rectorrhagia: total colonoscopy and ileoscopy normal. No particular abnormality explaining rectorrhagia and disturbance of bowel motility spinal x-ray - on (B)(6) 2015: mild incipient degenerative injury at c5-c6 with no significant disturbances of vertebral posture or obvious sequelae cervical MRI - on (B)(6) 2015 due to cervicobrachial neuralgia with hypoaesthesia in left upper limb with no motor deficit: no abnormalities found cervical smear test - on (B)(6) 2016: sample contained intermediate and superficial malpighian cells. The basal layer is inflammatory pelvic ultrasound - on (B)(6) 2016: intrauterine microcysts, possibly suggesting adenomyosis allergy tests during 4th pregnancy ((B)(6) 2009) and again at specialist - on (B)(6) 2017: patch test positive for nickel allergy (2 crosses) with marked infiltration of teguments, positive to cobalt and chrome. Chest x-ray - on (B)(6) 2017 due to persistent cough (no results provided) gynecological examination - on (B)(6) 2017: cervix enlarged, bleeds easily on contact, uterus retroverted, quite mobile, painful on mobilisation: need of surgical management in part due to phenomena of suspected intolerance to essure inserts and the problem of menorrhagia. Pathology report - on (B)(6) 2017 (after total hysterectomy , salpingectomy): only adenomyosis found plain film of abdomen - on (B)(6) 2017: complete removal of essure inserts. Further company follow-up with the physician or lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2019: case extraction form provided. Information received: medical history and historical drug, event ¿irritable colon syndrome¿, events outcome (unspecified). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 15-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel, cobalt, chrome allergy with strong infiltration of teguments / potential allergy to nickel"), anal abscess ("pain in perineum, spontaneously excavated abscess on the anal margin") and rectal haemorrhage ("rectorrhagia, worsening in (B)(6) 2014") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4, depressive reaction (with anxiety due to family conflict) in 2006, laryngeal disorder (due to family conflict) in 2006, otitis externa (with eczema) on(B)(6) 2009, cervical radiculopathy in 2007, rectorrhagia in 2005, flu-like symptoms (during fourth pregnancy), family stress in 2006, chest discomfort (due to family conflict) in 2006 and multigravida. Mirena iud removed after patient asked for fourth pregnancy. Before essure insertion patient in good health, not followed for any disorder. Moderate mucous hypertrophy at end of periods discovered during essure insertion. Previously administered products included for contraception: sertalia iud, mirena iud and minidril; for an unreported indication: spasfon on (B)(6) 2009, doliprane 1000mg on (B)(6) 2009, clamoxyl 1g on (B)(6) 2009, speciafoldine 0,4mg on (B)(6) 2009, lutenyl 5mg on (B)(6) 2009, antibjo synalar sol aurlc 10ml on (B)(6) 2009, nicorette 2mg on (B)(6) 2009 and xanax 0.5 mg in 2006. Concurrent conditions included obesity (bmi 30.4), nickel sensitivity (discovered during fourth pregnancy, signs of contact to costume jewellery before) since (B)(6) 2009 and retroverted uterus. In 2010, the patient experienced coital bleeding ("postcoital menorrhagia, bleeding after sexual intercourse"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 4 months 5 days after insertion of essure, the patient experienced lymphadenopathy ("swollen lymph nodes (adenopathy)"), arthralgia ("recent diffuse joint pain, multiple joint pain"), bone pain ("diffuse bone pain"), nervous system disorder ("neurological disturbances"), the first episode of paraesthesia ("paraesthesia of the extremities") and the first episode of fatigue ("fatigue"). On (B)(6) 2011, the patient experienced asthenia ("asthenia, major asthenia since 2013"), cough ("cough"), lacrimation increased ("teary eyes"), decreased appetite ("reduced appetite") and ocular hyperaemia ("mild diffuse redness of eyes"). On (B)(6) 2011, the patient experienced cyst ("cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect"). On (B)(6) 2012, the patient experienced the first episode of viral upper respiratory tract infection ("viral infection in ent sphere") with nasal congestion. On (B)(6) 2013, the patient experienced the second episode of viral upper respiratory tract infection ("viral infection in ent sphere") with myalgia and cough. On (B)(6) 2013, the patient experienced anal abscess (seriousness criterion hospitalization) with perineal pain. On (B)(6) 2014, the patient experienced metrorrhagia ("metrorrhagia"). In 2014, the patient experienced rectal haemorrhage (seriousness criterion hospitalization), weight decreased ("weight loss of 9 kg in a few months") and diarrhoea ("chronic diarrhoea, 5 or 6 episodes a day"). In (B)(6) 2015, the patient experienced tongue disorder ("bump on the tongue, grown in past month"). In (B)(6) 2015, the patient experienced cervical radiculopathy ("cervical and arm nerve pain"), neuralgia ("cervical and arm nerve pain"), muscular weakness ("pain in left arm with muscular weakness"), the second episode of paraesthesia ("pain in left arm with muscle weakness and pins and needles in the fingers, paraesthesia in extremities"), musculoskeletal pain ("pain in shoulder girdle and cervical-occipital junction") and pain in extremity ("pain in her left arm, exclusively diurnal, worsens on effort of carrying weight"). On (B)(6) 2015, the patient experienced pharyngitis ("inflammatory pharyngitis with post-nasal drip") with dysphonia, cough and upper-airway cough syndrome. On (B)(6) 2016, the patient experienced asthma ("asthmatic bronchitis"). In 2016, the patient experienced hot flush ("hot flushes"), hyperhidrosis ("sweating") and menstruation delayed ("delayed menstruation"). On (B)(6) 2016, the patient experienced the second episode of fatigue ("major fatigue"), headache ("headaches"), dry skin ("dry skin") and somnolence ("often feels bleary"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with eczema and rash. On an unknown date, the patient experienced adenomyosis ("adenomyosis"), uterine leiomyoma ("uterine fibroids") with uterine enlargement, menometrorrhagia ("menometrorrhagia"), dyspareunia ("major non-positional dyspareunia"), pelvic pain ("pelvic pain"), chronic sinusitis ("chronic sinusitis"), amnesia ("memory disturbances, loss"), gastrointestinal motility disorder ("transit disorders") and intervertebral disc degeneration ("mild incipient degenerative injury at c5-c6"). The patient was hospitalized on (B)(6) 2013 and then on (B)(6) 2014. The patient was treated with ibuprofen (ibuprofen arrow), ibuprofen (ibuprofen almus), paracetamol (efferalgan), derinox [naphazoline nitrate,prednisolone], amylase (maxilase), paracetamol (doliprane), tranexamic acid, colosan (normacol [rhamnus frangula,sterculia urens]), spasfon, naproxen sodium, omeprazole, beclometasone dipropionate (qvar), betamethasone dipropionate (diprosone), desloratadine (aerius), supradyn, anesthetics, general, pansoral, salbutamol (ventoline), acetylcholine, herbal preparation, surgery (essure removal: bilateral salpingectomy, total hysterectomy on (B)(6) 2017, ovary conservation), surgery (abscess debridement on (B)(6) 2013) and physical therapy (treatment by osteopath). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown, the anal abscess, rectal haemorrhage, coital bleeding, lymphadenopathy, asthenia, cough, lacrimation increased, decreased appetite, ocular hyperaemia, arthralgia, bone pain, nervous system disorder, cyst, the last episode of viral upper respiratory tract infection, metrorrhagia, weight decreased, diarrhoea, tongue disorder, cervical radiculopathy, neuralgia, muscular weakness, musculoskeletal pain, pain in extremity, pharyngitis, asthma, hot flush, hyperhidrosis, menstruation delayed, the last episode of fatigue, headache, dry skin, somnolence, adenomyosis, uterine leiomyoma, menometrorrhagia, dyspareunia, pelvic pain, amnesia, gastrointestinal motility disorder and intervertebral disc degeneration had resolved and the last episode of paraesthesia and chronic sinusitis had not resolved. The reporter considered adenomyosis, allergy to metals, amnesia, anal abscess, arthralgia, asthenia, asthma, bone pain, cervical radiculopathy, chronic sinusitis, coital bleeding, cough, cyst, decreased appetite, diarrhoea, dry skin, dyspareunia, gastrointestinal motility disorder, headache, hot flush, hyperhidrosis, intervertebral disc degeneration, lacrimation increased, lymphadenopathy, menometrorrhagia, menstruation delayed, metrorrhagia, muscular weakness, musculoskeletal pain, nervous system disorder, neuralgia, ocular hyperaemia, pain in extremity, pelvic pain, pharyngitis, rectal haemorrhage, somnolence, tongue disorder, uterine leiomyoma, weight decreased, the first episode of fatigue, the first episode of paraesthesia, the first episode of viral upper respiratory tract infection, the second episode of fatigue, the second episode of paraesthesia and the second episode of viral upper respiratory tract infection to be related to essure. The reporter commented: symptoms started within a few months after essure placement. For 6 years, the disorders were medically observed, none of the numerous investigations led to discovery of true etiology. Numerous treatments were prescribed and taken. Nickel allergy was positive during test during fourth pregnancy of patient one year before essure placement, but no precautions were taken by gynecologist who implanted essure. Subsequently patient experienced the unexplained symptoms. In (B)(6) 2017, allergy test again came back positive for nickel, and positive for chrome and cobalt twwo components of the essure inserts diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Blood test - on an unknown date: before essure insertion: all normal (normal) x-ray - on (B)(6) 2010: both essure inserts in place hysteroscopy - on (B)(6) 2010 during insertion of implants: it was noticed that patient had moderate mucous hypertrophy at end of periods (nos) x-ray - on (B)(6) 2010: both essure inserts in place x-ray of axilla - on (B)(6) 2011: cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect cytology examination as prescribed - on (B)(6) 2014 (no results) colonoscopy, total - on (B)(6) 2014 due to chronic diarrhea and rectorrhagia: total colonoscopy and ileoscopy normal. No particular abnormality explaining rectorrhagia and disturbance of bowel motility spinal x-ray - on (B)(6) 2015: mild incipient degenerative injury at c5-c6 with no significant disturbances of vertebral posture or obvious sequelae cervical MRI - on (B)(6) 2015 due to cervicobrachial neuralgia with hypoaesthesia in left upper limb with no motor deficit: no abnormalities found cervical smear test - on (B)(6) 2016: sample contained intermediate and superficial malpighian cells. The basal layer is inflammatory pelvic ultrasound - on 1-dec-2016: intrauterine microcysts, possibly suggesting adenomyosis allergy tests during 4th pregnancy ((B)(6) 2009) and again at specialist - on (B)(6) 2017: patch test positive for nickel allergy (2 crosses) with marked infiltration of teguments, positive to cobalt and chrome. Chest x-ray - on (B)(6) 2017 due to persistent cough (no results provided) gynecological examination - on (B)(6) 2017: cervix enlarged, bleeds easily on contact, uterus retroverted, quite mobile, painful on mobilisation: need of surgical management in part due to phenomena of suspected intolerance to essure inserts and the problem of menorrhagia. Pathology report - on (B)(6) 2017 (after total hysterectomy , salpingectomy): only adenomyosis found plain film of abdomen - on (B)(6) 2017: complete removal of essure inserts . The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals - analysis in the global safety database revealed 447 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the physician or lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-jun-2018: it was identified that case (B)(4) was a duplicate of this case (B)(4). New information from deleted case are update for the as reported term for reported event "allergy to metals", e2b report duplicate and reporter. Case (B)(4) will be deleted from bayer pv database. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4) on (B)(6) 2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 1 year 3 months after insertion of essure, the patient experienced arthralgia ("joint and bone pain"), bone pain ("joint and bone pain"), fatigue ("fatigue"), nervous system disorder ("neurological disturbances"), paraesthesia ("paraesthesia of the extremities"), amnesia ("memory loss") and chronic sinusitis ("chronic sinusitis"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the medical device removal outcome was unknown. At the time of the report, the arthralgia, bone pain, fatigue, nervous system disorder and amnesia was resolving and the paraesthesia and chronic sinusitis had not resolved. The reporter provided no causality assessment for amnesia, arthralgia, bone pain, chronic sinusitis, fatigue, medical device removal, nervous system disorder and paraesthesia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(6). In this particular case a search in the database was performed on (B)(6) 2017 for the following (B)(6) preferred term: medical device removal: analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the physician is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4) on (B)(6) 2017. The most recent information was received on 14-sep-2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 4 months 5 days after insertion of essure, the patient experienced arthralgia ("joint and bone pain"), bone pain ("joint and bone pain"), fatigue ("fatigue"), nervous system disorder ("neurological disturbances"), paraesthesia ("paraesthesia of the extremities") and amnesia ("memory loss"). On (B)(6) 2012, the patient experienced chronic sinusitis ("chronic sinusitis"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and salpingectomy were performed with ovary conservation). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and chronic sinusitis outcome was unknown and the arthralgia, bone pain, fatigue, nervous system disorder, paraesthesia and amnesia had resolved. The reporter considered amnesia, arthralgia, bone pain, chronic sinusitis, fatigue, medical device removal, nervous system disorder and paraesthesia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal - analysis in the global safety database revealed 732 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 14-sep-2017: patient's information was updated, the outcome of events and information about removal of essure were provided. The reporter considered the events related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.